Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump they are not getting any alarms to warn him that he is not getting insulin pump. Customer's blood glucose at time of incident was 12.1mmol/l. The customer was advised to do a self-test and it is complete without alarms. The customer was advised to have doctor check setting to make sure they are ok, because this is not the first time the customer call for the same issue.